Event description:
The machine was reported to have an issue on (B)(6) 2014, the biomedical tech was unable to repair the machine at that time. On (B)(6) 2014, the tech returned to the user facility to replace the actuator board. Within seconds following the replacement, flames were observed from the card cage. The tech called fresenius technical support where he was advised to replace "bo" the actuator board and the flow motor on the machine. Tech had a flow motor in stock and replaced it and ordered an actuator board. The machine was located in the back room of the hemodialysis clinic when the incident occurred. There were no adverse effects to the tech. On (B)(6) 2015, a fresenius regional equipment tech went to the user facility to perform a follow up to the previously reported events and machine status. The actuator board in the (B)(6) 2014 incident was available for evaluation and returned to (B)(6) manufacturing site for additional analysis and investigation. The 2008k2 hemodialysis machine was evaluated on site by the manufacturer's tech and the actuator board and cables were replaced. The cables were replaced as a precautionary measure. The machine was run in dialysis mode and passed all self-checks. The service to the machine was complete and the machine was returned to service.

Manufacturer narrative:
The actuator-test board was returned with a hole burnt into the top of ic33, visible swelling of the pcb and a burnt via on the bottom side of the board. This was the result of internal ic overheating. The overheating was caused by electrical overstress (eos). The eos was most probably caused by a direct short circuit on either the board, the interface cable connecting to the flow pump or a short circuit within the flow pump. The visible swelling and burnt via were a result of the trace overheating due to the eos condition. The actuator board cable visual inspection, simulated treatment tests and pin to pin connection check did not reveal any anomalies. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or noncoformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Please reference related MFR #2937457-2014-03401.